Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra meter was powering off during use. The medical affairs specialist spoke with the patient on may 6, 2008 and obtained the following additional information. The patient was testing her blood sugar twice daily, in the morning and before bedtime prior to the reported issue. According to the patient, the reported issue started sometime in late 2007. She was unable to recall the exact date when the issue started. She alleged that she was unable to test her blood sugar the same month, due to the reported issue. She went to see her doctor for a regular visit sometime during the issue. She was unable to recall the exact date when she went to see her doctor. She was tested on the doctor's meter and had received a high blood sugar result. She was unable to provide the exact reading. However, the doctor increased her diabetes medication regimen to actos 30 mg once daily instead of actos 15 mg once daily. She started taking actos 30 mg once daily after doctor's visit. Sometime after that, she reportedly felt like passing out and shivering. She was unable to recall the approximate date and time during the day when she felt the reported symptoms. She felt her blood sugar was low. So she ate something and felt better. She stated that if she would have been able to receive a low blood sugar reading prior to experiencing the reported symptoms, she would have been able to eaten something earlier in order to prevent being symptomatic. The customer service agent (csa) verified that the patient replaced the battery as required, the condition of the battery contacts is good, the meter was not downloaded recently, and there was no misuse of the product. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed the meter was powering off during use and later she had symptoms that can be indicative of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.